Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling of the zenker's diverticulum, the surgeon was able press the green button, but he was not able to squeeze the handle and device did not fire. They opened a new device to complete the case. There was no patient injury.